Event description:
It was reported that the patient presented to the emergency room with chest pain. It was further reported that the right atrial (ra) lead exhibited oversensing and noise. The lead remains in use. No further patient complications have been reported as a result of this event.